Event description:
Rptr c/o various medical problems: bladder, digestive, joint pains, neck and shoulder pain, carpal tunnel, insomnia, depression, chronic fatigue, chronic upper respiratory infections, anemia and shortness of breath.